Event description:
The customer reported an issue with the insulin gauge displaying a different amount than expected, specifically showing a static fill estimate of 185 units. There was no adverse impact to the customer's blood glucose level. Technical support explained that this discrepancy might occur due to a large variance in the measured pressures used for calculating the remaining insulin. They informed the customer that once the insulin amount matches the static number on the display, the fill estimate will start to decrease normally. The customer understood the explanation and acknowledged the guidance provided.